Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a battery voltage of 2.85 v (middle of life 1) at 8 months from implant. No adverse patient symptoms were reported.